Event description:
The resident was in the spa bath when the door and hit left hand. Resident suffered a large hematoma to the left hand, a three inch laceration of an undetermined depth to the inside of the left hand, and a laceration to the forehead.